Manufacturer narrative:
Although this malfunction occurred in 2009, it is being reported to FDA as a result of a 483 audit observation regarding MDR reporting given to vygon (B)(4) on (B)(4) /2014. The malfunctioning device was not returned to vygon (B)(4) (the MFR) for device analysis but vygon was able to perform a complaint investigation with the available info. This complaint was not confirmed based on the asense of sample and the info provided. The investigation yielded the following response: there is a special section "removal" in the IFU, which clearly states: "do not over stretch the catheter as it may rupture and rebound into the vein causing catheter embolus. A finger should be placed directly over the vein (without applying pressure) so that the catheter can be fixed immediately should catheter rupture occur. If the catheter remains firmly attached despite sustained gentle traction then surgical removal is needed." The user obviously did not follow this advice. We strongly recommend to retrain the users in epicutaneo-cava-catheter handling according to the IFU at this hospital by a vygon product expert in order to avoid further and more serious incidents. No further corrective action was initiated by quality management.

Event description:
Significant difficulty during catheter removal. The reason for catheter removal was a catheter break. Attempts to remove the catheter surgically failed causing an add'l break in the catheter. This catheter was inserted percutaneously into the right cephalic vein and remained in place for 15 days.